Event description:
It was reported that when they attempted to use the device the drill stopped working. There were no issues with the pt as another option was used. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).